Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 05/03/2017 with the following findings: evaluation revealed that the pump information from the date of the pi was overwritten. A rewind, load cartridge and prime steps were performed successfully with no alarms. The force calibration test passed. The pump exercised for 24 hours with no loss of primes occurring. The display lens is cracked. The battery compartment is cracked from case seal traveling to grip pad. The bolus button cover is torn- still operable. (B)(4).